Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the implant site. Lead migration was noted. The patient underwent a revision procedure wherein leads were revised and a lead was added. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed the pocket was not healing normally and that pain was not device related. The patient was prescribed pain patches.

Event description:
A report was received that the patient was experiencing pain at the implant site. Lead migration was noted. The patient underwent a revision procedure wherein leads were revised and a lead was added. No device malfunction suspected. The patient was doing well postoperatively.